Event description:
Approx. 44 months after the implantation the lead and the associated ICD were explanted due to oversensing with inappropriate shocks.

Manufacturer narrative:
The lead and the ICD were returned for analysis. The memory content as well as the therapeutic functionality of the ICD were thoroughly analyzed. During analysis of the available iegms the occurrence of noise was observed in the far-field as well as the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery. The device data further documented a ventricular shock impedance of greater than 150 ohms since (B)(6) 2019. However, a thorough analysis of the ICD, especially of the impedance measurement and sensing functions, proved the device to be fully functional. The returned lead was visually analyzed showing multiple signs of wear. In particular in the distal region, the insulation was found rubbed through. This damage can be considered as the root cause for the observed oversensing with shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the conductor cable to the rv shock coil was found broken. This damage most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.